Manufacturer narrative:
The insulin pump was received with deep scratched display window, cracked battery tube threads and cracked reservoir tube lip. No crack/damage on lcd glass noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call that the insulin pump screen is unreadable. Customer blood glucose reading 138 mg/dl. Troubleshooting was performed. Insulin pump had large scratch. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.